Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The hv capacitors were returned to the manufacturer and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an alert for charge time limit was reached was observed via remote transmission. When in clinic capacitor maintenances were performed a popping sound was heard. Patient was asymptomatic. The device was explanted and replaced without complication. Patient condition was stable.